Event description:
In june 1989 a gortex ligament graft was implanted by surgeon. The gortex graft failed, resulting in 4+ lochman's sign and a second degree opening of his medial joint space with valgus stressing. Also knee instability. There is migration of gortex graft material to various parts of body. There is bone erosion present due to degeneration of gortex graft.